Event description:
Our rep is reporting a revision surgery due to a post-op versalok anchor pull out. Patient had an arthroscopic shoulder repair approximately 4 to 5 months ago. Subsequent to this, the surgeon reports that the patient was no compliant to their rehab/therapy instructions. Patient returned back to work performing manual labor prior to the dr's release or ok to do so. Patient presented with pain and it was somehow discerned that the anchor had pulled out of the bone. At the re-surgery, the surgeon removed the versalok and used spiralok for re-fixation. Surgeon wants feedback. Patient's status not known at this time. Questions are out to rep for further information and clarity.

Manufacturer narrative:
Mitek is, at this point, in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.